Event description:
It was reported during a low anterior resection while using the tl60 the surgeon fired the device, the anastomosis was tested, and the anatomosis leaked. They did not save the device. The surgeon hand sewed the anastomosis. There was no consequence to the pt.